Event description:
A continuous positive airway pressure device (CPAP) device that was returned for repair of an unrelated problem was found to exhibit a thermal void in its housing during its pre-service eval. No harm or injury was reported when the repair service was requested by the customer. The device has been received for investigation and a f/u report will be filed when the investigation of the identified issue is complete.